Manufacturer narrative:
(B)(6). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) regarding peritonitis in a (B)(6) female homechoice peritoneal dialysis (pd) patient. On (B)(6) 2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On the same day, a peritoneal effluent analysis and culture were performed. The analysis and culture results were not reported. On (B)(6) 2010, the patient began remedial therapy with fortum and reflin. Pd therapy was ongoing. The peritonitis was resolving. The reporter believed that the peritonitis was not related to pd therapy.